Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that it was returned with three intact clips remaining in it. Reference file anp1900073966 for investigation photos. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. Reference file anp1900073966 for investigation photos. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of being "ligation failure - info not provided" was not confirmed based upon the sample received. One cartridge was returned with three intact clips remaining in it. Upon functional inspection, the clips were able to properly load into the jaws of a lab inventory applier and were successfully applied onto over-stressed surgical tubing. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.

Event description:
It was reported that the user could not ligate (B)(4) clips during an operation. Therefore, he/she opened a new cartridge to complete the procedure. No clip fell/remained in the patient. The clips that failed to ligate were disposed at the hospital, however, the user would like us to test the function of the remaining (B)(4) clips of the cartridge. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user could not ligate 3 clips during an operation. Therefore, he/she opened a new cartridge to complete the procedure. No clip fell/remained in the patient. The clips that failed to ligate were disposed at the hospital, however, the user would like us to test the function of the remaining 3 clips of the cartridge. There was no reported patient injury.